Event description:
It was reported that a pump has "something loose rattling around inside." It was also reported there was no pt injury.

Manufacturer narrative:
MFR ref #: (B)(4). The device was returned to baxter and an eval is still in progress. When the eval is complete, a supplemental report will be submitted.